Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with the na electrode on a cobas 8000 cobas ise module. The customer stated they performed daily maintenance on the analyzer. Calibration was then performed and was acceptable. Controls were acceptable, so the customer started running patient samples. The customer then received complaints from the wards that the na values were too low in some cases. Controls were measured again and were outside of range low. Calibration was then performed with a newly opened calibrator and controls were acceptable. The customer repeated the patient samples. Examples of data were provided for four patient samples. All 4 samples had discrepant na results. The fourth sample also had discrepant cl electrode results. The first sample initially resulted in a na value of 127 mmol/l. After re-calibration, the sample was repeated, resulting in a na value of 134 mmol/l. The second sample initially resulted in a na value of 132 mmol/l. After re-calibration, the sample was repeated, resulting in a na value of 143 mmol/l. The third sample initially resulted in a na value of 130 mmol/l and it repeated as 140 mmol/l. The fourth sample initially resulted in a na value of 130 mmol/l and it repeated as 142 mmol/l. This sample initially resulted in a cl value of 94 mmol/l and it repeated as 104 mmol/l.

Manufacturer narrative:
The electrode lot numbers and expiration dates were requested, but not provided. The field service engineer adjusted the sample probe washing. The investigation is ongoing.